Event description:
Information was received from a consumer regarding a patient receiving dilaudid (0.7 mg/ml at 0.21888 mg/day) and baclofen (300 mcg/ml at 93.80 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported having an MRI last thursday and she went to her hcp (healthcare provider) after the scan the same day. The hcp confirmed the pump resumed and was functioning as expected. Per the patient she had not used her ptm (personal therapy manager) until yesterday and 2 alerts displayed on the ptm. The one was service code 99 (possible pump damage, the pump is stopped for 72 hrs and 48 mins) and service code 100 (pump motor stall/the pump is currently stalled). The patient was not hearing an audible alarm coming from the pump. The patient was encouraged to follow-up with her hcp. Additional information was received on 22-mar-2022 from the patient¿s hcp who reported that the patient reported seeing code 99 on her ptm. The hcp confirmed the patient had an MRI on thursday last week. The pump logs were read which showed a motor stall occurred on (B)(6) 2022 and the motor stall recovery messaged logged on (B)(6) 2022 along with some logs related to the patient bolusing with the ptm. Information around telemetry state was reviewed with the hcp, and it was noted that the troubleshooting resolved the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided. Document contained no additional new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.